Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: november 5, 2025. Section h3: device evaluated by manufacturer: yes. Device evaluation: visual inspection under magnification was performed on the suspect product and found the lens was cut into three pieces and coated in viscoelastic residue. The lens pieces were cleaned, and scratches were observed. The physical characteristic of the received lens was confirmed to match that of a diu375 model lens. No further evaluation was performed. No issues that could cause or contribute to the complaint issues reported were identified during product evaluation. The issues observed during the product evaluation could not be confirmed to be related to the manufacturing or design process. Conclusion: based on the complaint investigation results, no product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information/corrected data: in the initial MDR report, section b5, it was indicated that the replacement lens was a competitor's lens and the patient outcome was indicated as blurry which is incorrect. The following fields has been corrected based on the additional information received. Section b5: additional information received indicated that the patient received a replacement zcu lens of the same power and is happy, with no longer blurry. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a patient had a preloaded monofocal intraocular lens (iol), model diu375 implanted in the right eye and subsequently experienced blurred vision. During a secondary surgical procedure, the implanted lens was removed and replaced with a competitor's product. The procedure was completed successfully. There were no reports of capsule tear, incision enlargement, sutures and vitrectomy. The patient outcome reported was blurry vision. No additional information was provided.

Manufacturer narrative:
Section a4, a5 & a6: unknown, information was requested but not provided. Section b3: date of event: unknown, not provided, but the best estimate date is between mar 9, 2023 and sep 30, 2025. Section h3:the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain missing information; however, the information was not provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.